Event description:
The customer reported that their bedside monitor (bsm) pump will keep running without releasing the cuff or providing the reading. No harm or injury was reported.

Manufacturer narrative:
Complaint details: the customer reported that their bedside monitor (bsm) pump will keep running without releasing the cuff or providing the reading. No harm or injury was reported. Investigation summary: the rc technician (tech) was able to duplicate the reported problem of nibp is not working. The possible cause of the reported problem could be related to customer mishandling or drop damage. The rc tech replaced touch panel, front enclosure, operation panel, irda filter, top power key, ECG board, unit frame, data processing unit (dpu), rear enclosure, input packing, sound filter, mr unsafe label, caution label, rear blind panel, bottom blind panel, 1-inch bis ready logo label, csa label, battery label, masimo logo label, battery cover, pump assembly, solenoid, input side bezel and side cover to resolve the reported problem of nibp is not working. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b d10 f1 - f14 g4 device bla number g5 g7 h7 h9. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 attempt #1 10/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/29/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 11/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their bedside monitor (bsm) pump will keep running without releasing the cuff or providing the reading. No harm or injury was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.